Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the device would not power on, rpms could not be tested. The control bar was loose. Bearings, carrier, eccentric shaft assembly, gears, and fasteners were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that the unit needs repair as it skips over the skin. There was no information communicated regarding, the date or timing of the event. There was no reported harm, injury, or delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.